Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. Around 11:30am-12:00pm on (B)(6) 2022, the patient observed her cgm readings on the tandem pump showed 181mg/dl and she felt low (nauseated) so she used the glucometer to compare values, the bg finger stick was around 108mg/dl. When her girlfriend arrived, around 12:15pm, the bg fs was down to 81mg/dl so they decided to go to the hospital (15 minute drive). At the hospital she was treated with ¿sugar¿ or ¿sugar water¿ however the patient did not remember the exact treatment. The cgm reading was 180 mg/dl prior to insulin pump removal from her body. Subsequent bg fs values decreased to 17 mg/dl and 8 mg/dl. The hospital staff continued to treat her with ¿sugar¿ and after treatment her bg values stabilized. The following morning on (B)(6) 2022 at 7:00 am the bg fs was 300 mg/dl and she received insulin (12 units). At 9:00 am the bg fs was 400 mg/dl and she received insulin (12 units). The nausea had resolved. At 4:00 pm the patient was discharged in stable condition, and after the event she was very tired. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.